Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) on the home choice (hc) during peritoneal dialysis, dwell 3 of 4. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the cassette's patient line had not been properly primed prior to the hp connecting. The hp cycled the power to clear the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the dwell stage, where the home patient indicated that the patient line had not been properly primed. The cause for the incomplete prime was not determined. An incomplete prime is a known cause of a system error 2240 alarm.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.